Event description:
It was reported that during a laparoscopic one anastomosis gastric bypass procedure, a small hiatal hernia was identified and the device was used to close the space between the pillars and the surgeon had to use both hands to close the device. The device was difficult to toggle and unload and after removal from the patient cavity, the jaws could not be opened and the nurse could not retrieve the reload. Another device was opened and reloaded to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: 170002, 170002 endostitch 2-0 blk 18cm sofsilk (lot#: j4c2494y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received loaded with a needle which had to be broken in order to be removed prior to analysis. The needle was found to be loaded improperly/backwards. Microscopic inspection noted no witness marks from the needle tip impacting the beveled wall. Some sheared material was observed around the flat pin. The flat pin was found to be properly oriented but making contact internally with the instrument handle. No damage was observed upon inspection of the center rod and metal blades of the instrument. Functional testing noted that the returned instrument was loaded with a test needle. No issues were noted when fully compressing the instrument handles and retracting the loading blades in the process of loading the needle. The needle was passed between the jaws (toggled) several times without issue. The needle was applied to test media for functional testing. The returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test ne edle in the returned instrument. It was reported that the jaws were difficult to open, difficult to toggle, and difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if either the device had incorrect orientation or the suturing device was held with the printed information facing down when the needle was loaded in the device. In some instances, the needle became lodged between the jaw and the slot of the blade, making it impossible to unload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.